Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. During the evaluation, it was observed that the tubing with overhead blower filter was not connected to active exhalation control module. The device's tubing was reconnected to address the issue.